Event description:
Facility reports patient tested in the 40's (mg/dl) and 100's (mg/dl) within 10 minutes on the inform system. Comfort curve test strips were used. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.